Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical right colon cancer procedure, the device did not fire. Another handle and reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted no abnormalities. The loading unit was preloaded in the instrument and displayed a full complement of staples. A functional evaluation was precluded since the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received preloaded in the instrument and displayed a full complement of staples with no knife damage. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.